Manufacturer narrative:
The reported issue is confirmed. The root cause is a weak circulation pump. The device was evaluated upon receipt. It was found that there was a weak circulation pump. The circulation pump was replaced. Preventative maintenance was needed. Preventative maintenance was performed, and the mixing pumps, drain valves, heater, fdl, and fill tube was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions can be taken. Initial reporter name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not suck up the water properly. Per review of wo on 10oct2025, there was no patient involvement.